Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that patient faced infusion set tubing detachment on (B)(6) 2025. The site of detachment was quick release. The insertion site was abdomen, the infusion set was in use for 2 days. No further information available.